Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Conclusion: a 12cm long piece of a drain attached to a connector was returned for evaluation. The device was visually evaluated. The drain could break following some mechanical damage in use. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent an unknown surgical procedure on an unknown date and a drain was implanted. Two days post-operatively, the drain broke during milking with a milking roller. There was no adverse patient consequence reported.